Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the down arrow was not responding as usual; she needed to press the buttons multiple times to get a response. She stated that the down arrow still clicks and springs back as usual, the keypad is intact, the other buttons are working properly; and the pump is not cleaned or exposed to moisture.